Event description:
User facility reported that the device was in use with patient and the metal needle was difficult to retract into the safety mechanism. Additional information has been requested but not received at this time. It is not known whether the metal needle was difficult to retract into safety mechanism or if the metal needle could not be retracted into the safety mechanism (whether risk of user needle stick was possible or not). No adverse effects to users reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.